Event description:
It was reported that during the procedure, an error was received and the console shut down. The procedure was then cancelled. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.